Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a graftmaster was selected for compassionate use for treatment of a right coronary ostial restenosis of a 4.0 x 15 xience v stent implanted on (B)(6) 2011. The graftmaster was used successfully for treatment of the restenosis. No adverse patient effects were reported. No additional information was provided.